Event description:
During an in-clinic follow-up, incorrect battery longevity estimation due to a diagnostic anomaly was seen on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A software investigation was performed by reviewing session records provided from the customer. The reported event of overestimation was confirmed. Based on the provided information, the incorrect longevity value was due to an error of fuel gauge count (consumption data) reading on the merlin programmer. The incorrect reading led to the inaccurate longevity estimate. The device is performing per design.